Event description:
Sheath was advanced into rfa over .035 guidewire. Excessive bleeding noted. New sheath inserted without difficulty. Used sheath inspected & noted to be broken at the hub. Reporter has had 2 of the devices broken at hub. Same lot #, only have pt info on this one.